Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the battery failed the runtime test on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. In order to fix the issue, the fse who encountered the issue replaced the batteries. The fse then completed the pm. The unit then passed all calibration, functional and safety tests performed and was returned to customer and cleared for clinical use.

Event description:
N/a.